Event description:
It was reported to philips that the customer was attempting a 3 lead ECG which did not register on the monitor after being connected to both the patient and the monitor. The crew began to troubleshoot by using a spare limbs lead which had the same issue. There was no reported adverse patient impact.